Event description:
Customer called stating he continues to receive a no delivery alarm and motor error alarm during bolus and basal delivery. Customer's blood glucose was 275 mg/dl. Customer declined troubleshoot since device would need to replaced due to motor error. Customer states he has a back up plan. No further information was provided

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.